Event description:
The customer reported that a read image error displayed on the unit. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. (B)(4). The service representative replaced the sensor cable and no more read image errors were reported. (B)(4).